Manufacturer narrative:
Follow-up #1: date of submission 01/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/14/2016 with the following findings: cs 177 low battery warning observed in the bb history on 12/11/2015 at 18:01 as per normal battery usage. The pump current draws were with specifications. The battery compartment was found to be cracked on the side, extending from the case seal towards the threads. No evidence of moisture observed inside the battery compartment. The pump case was removed and no intermittent conditions or moisture was found inside the pump or within the power circuit. Unable to duplicate battery life issue.

Manufacturer narrative:
The product has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. The pump history was reviewed and showed that the issue was occurring with multiple batteries. The reporter confirmed that an appropriate battery was being used in the pump and the battery type setting was correct. There was no noted moisture ingress related to the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.